Event description:
End user ran chair into the wall. Her feet were not on the footrest and end users left back leg got caught between the footplate and the wall. End user received stitches for the wound. End user was on a tdxsp-mcg power wheel chair.